Manufacturer narrative:
Result: damaged brake crank assembly caused brake pedals being jammed.

Event description:
It was reported by service report that the brakes could not be engaged on either side due to jammed pedals. No pt involvement or adverse consequences were reported.